Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins would not block their pain in l5-s1. The patient had stenosis that was pinching both sciatic nerves. The circumstances that led to the patient's implant not doing any good was that the patient couldn't lay on their back or left side without having to turn down their stimulation. Turning down stimulation did not block the patient's pain which irritated the patient's "feet nerves". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) will be removed on (B)(6) 2019 because it ¿hasn¿t done any good.¿ no further complications were reported or anticipated.